Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an abbott diabetes care (adc) device. The customer had an allergic reaction, but no specific symptoms were reported and had no contact with the healthcare professional but self-managed to treat themselves (unspecified). There was no report of death or permanent impairment associated with this event.